Event description:
Allegedly, the patient underwent thr in 2009. Revised on (B)(6) 2025 due to a peri-prosthetic fracture sustained after a fall. Mpo's femoral components revised with another manufacturer's long stem and head. (B)(4).

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.